Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective locking mechanism with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1465371. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had safety shield failure ¿ e.g. The shield breaks off from the needle. This event occurred 3 times. The following information was provided by the initial reporter: customer state the "safety shield comes away from holder and has had other cases where the safety shield drops off from the holder hinge after activating the shield during blood collection."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had safety shield failure ¿ e.g. The shield breaks off from the needle. This event occurred 3 times. The following information was provided by the initial reporter: customer state the "safety shield comes away from holder and has had other cases where the safety shield drops off from the holder hinge after activating the shield during blood collection."